Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd microfine¿ pen needle was unable to deliver insulin. The following information was provided by the initial reporter: "when checking the product's exhaust condition before use, she found resistance at the tip of the needle, and the needle could not exhaust normally."

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Manufacture records for lot# 0248513was reviewed, no abnormal was found. A device history review was conducted for lot number 0248513. Clog test was conducted on 7pcs retention samples and no needle clog fail found.

Event description:
It was reported bd microfine¿ pen needle was unable to deliver insulin. The following information was provided by the initial reporter: "when checking the product's exhaust condition before use, she found resistance at the tip of the needle, and the needle could not exhaust normally."